Manufacturer narrative:
Follow-up information was received on 31-aug-2016: it was provided by the consumer via letter in which she holds bayer liable for the damage caused. In/on/around (B)(6) 2011 consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime she has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. Company causality comment: this spontaneous case report was initially received via regulatory authority, and upon receipt of follow-up information became potential legal. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She had the xenobiotic material removed. Pelvic pain is listed in the reference safety information for essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pelvic pain and essure use cannot be excluded. This case is regarded as incident, since device removal was required. Other non-serious events were reported. Technical analysis and further information have been requested.

Manufacturer narrative:
Follow-up received on 29-sep-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up received on 03-oct-2016: reporter did not respond to request for follow-up and consent. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1689 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was initially received via regulatory authority, and upon receipt of follow-up information became potential legal. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She had the xenobiotic material removed. Pelvic pain is listed in the reference safety information for essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pelvic pain and essure use cannot be excluded. This case is regarded as incident, since device removal was required. Other non-serious events were reported. According to product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on 04-aug-2016. Consumer had gluten sensitivity. On (B)(6) 2011, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2011 the consumer experienced placement painful and the coil was difficult to insert on one side. On an unspecified date the consumer experienced pelvic pain, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, constipation, abdomen pain, head pain, lower back pain, arthralgia, muscle pain, depressive feelings, increase/decrease of weight, loss of libido, tiredness, mood swings, memory loss, problem concentrating, swollen abdomen, hair problems, possible early menopause, and ptss (interpreted as post traumatic stress syndrome). She had social activities and happiness problems. She visited a rheumatologist and was treated with physiotherapy and psychologist. Essure removal was planned. Company causality comment: this spontaneous case report was received via regulatory authority refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure removal was planned. Pelvic pain is listed in the reference safety information for essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pelvic pain and essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
This case was initially received via regulatory authority on 04-aug-2016. The most recent information was received on 20-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 761428) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the coil was difficult to insert on one side" on (B)(6) 2011. The patient's medical history included gluten sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("placement painful"), 19 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), heavy menstrual bleeding ("increase or heavy blood loss during menstruation"), intermenstrual bleeding ("irregular bleeding or breakthrough bleeding"), constipation ("constipation"), abdominal pain ("abdomen pain"), headache ("head pain"), back pain ("lower back pain"), arthralgia ("arthralgia"), myalgia ("muscle pain"), depressed mood ("depressive feelings"), weight fluctuation ("increase/decrease of weight"), loss of libido ("loss of libido"), fatigue ("tiredness"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("problem concentrating"), abdominal distension ("swollen abdomen"), hair disorder ("hair problems"), premature menopause ("possible early menopause") and post-traumatic stress disorder ("ptss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, procedural pain, heavy menstrual bleeding, intermenstrual bleeding, constipation, abdominal pain, headache, back pain, arthralgia, myalgia, depressed mood, weight fluctuation, loss of libido, fatigue, mood swings, amnesia, disturbance in attention, abdominal distension, hair disorder, premature menopause and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, arthralgia, back pain, constipation, depressed mood, disturbance in attention, fatigue, hair disorder, headache, heavy menstrual bleeding, intermenstrual bleeding, loss of libido, mood swings, myalgia, pelvic pain, post-traumatic stress disorder, premature menopause, procedural pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-jul-2021: a new reporter type was added (lawyer) and the essure lot number was received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority on 04-aug-2016. The most recent information was received on 23-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 761428) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the coil was difficult to insert on one side" on (B)(6) 2011. The patient's medical history included gluten sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("placement painful"), 19 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), heavy menstrual bleeding ("increase or heavy blood loss during menstruation"), intermenstrual bleeding ("irregular bleeding or breakthrough bleeding"), constipation ("constipation"), abdominal pain ("abdomen pain"), headache ("head pain"), back pain ("lower back pain"), arthralgia ("arthralgia"), myalgia ("muscle pain"), depressed mood ("depressive feelings"), weight fluctuation ("increase/decrease of weight"), loss of libido ("loss of libido"), fatigue ("tiredness"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("problem concentrating"), abdominal distension ("swollen abdomen"), hair disorder ("hair problems"), premature menopause ("possible early menopause") and post-traumatic stress disorder ("ptss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, procedural pain, heavy menstrual bleeding, intermenstrual bleeding, constipation, abdominal pain, headache, back pain, arthralgia, myalgia, depressed mood, weight fluctuation, loss of libido, fatigue, mood swings, amnesia, disturbance in attention, abdominal distension, hair disorder, premature menopause and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, arthralgia, back pain, constipation, depressed mood, disturbance in attention, fatigue, hair disorder, headache, heavy menstrual bleeding, intermenstrual bleeding, loss of libido, mood swings, myalgia, pelvic pain, post-traumatic stress disorder, premature menopause, procedural pain and weight fluctuation to be related to essure. Lot number: 761428 manufacturing date: 2010-07 expiration date:2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.